Event description:
The customer reported that the jaw of the device was locked on the first use. There was no unanticipated tissue loss or pt injury. No additional info has been provided by the site.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is no longer available for eval. If additional info pertinent to the incident is obtained, a f/u report will be submitted. The device history record (DHR) indicates the lot/serial number was released meeting all qa specifications.